Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient reported a total loss of stimulation despite the ins being turned on and using higher intensity settings. The patient reported having some falls around the same time of this issue. The patient's impedances were measured and several contacts were noted to be >10k ohms. The patient was reprogrammed using the good contacts. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient reported loss of stimulation in early june. They stated that impedance measurement revealed that contacts 2, 6, and 8-15 were over 10,000 ohms. It was noted that the patient no longer has coverage of their pain with paresthesia. No further complications were reported or anticipated.